Event description:
It was reported that this right ventricular (rv) lead had high impedance measurements due to a pericardial effusion, where the patient presented a drop in blood pressure. The patient underwent a pericardiocentesis and an echo to further examine the damage. The patient was reportedly doing better and will continue to monitor. No additional adverse patient effects were reported.